Event description:
A customer in (B)(6) notified biomerieux of a misidentification result associated with the vitek ms (reference 410895). The customer reported the vitek&#59405;s erroneously identified an organism as burkholderia multivorans (once 99.9%, a second time 96.2%). The clinic typically manages melioidosis (whitmore's disease) and since the patient was from (B)(6) and had positive blood cultures, they decided to confirm the identification of the organism using vitek 2. Vitek 2 identified the strain as burkholderia pseudomallei. Five (5) lab technicians are now under antibiotic prophylaxis treatment. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted due to vitek® ms misidentification of burkholderia pseudomallei as burkholderia multivorans. Burkholderia is considered a select agent; therefore, no submittal was requested and no additional testing was performed at the customer site. Note: burkholderia pseudomallei is not included in vitek® ms knowledge base v2.0 in use at the customer site. Biomérieux investigation was conducted via review of the ecal and mzml log files submitted from the customer site. Analysis of ecal mzml files from the timeframe of the misidentification shows that the peak criteria are within acceptance criteria; however, they are near the limit. The analysis of sample mzml files shows good intensity as well as high mass peaks except for one file (unreadable spectra). This indicates good spot preparation. Of ten (10) spots tested, one (1) was unreadable, seven (7) gave no identification and two (2) were incorrectly identified. As burkholderia pseudomallei is not included in the vitek® ms knowledge base, most of the spots were not identified. Vitek® ms system identification is based on a comparison between spectra acquired and species pattern available in the knowledge base. If the strain tested is not in the knowledge base, no species pattern will be available for comparison. Consequently, the system can give no ID or as the system is looking for the nearest species pattern, it can also give a low discrimination result or an incorrect identification (often to the same genus level). The investigation determined that misidentifications were obtained with low identification scores: -0.40 and -0.51. The acceptance criteria to provide an identification result is minimum of -0.6 with the current knowledge base. With the most recent knowledge base release (v3), this acceptance criteria will be increased to -0.4 in order to reduce the possibility of misidentification. This was confirmed by analyzing the results of mzml files with next knowledge base cli 3.0 and ind 3.1; all spots give no identification as expected. Vitek® ms v3 was released on 30jun2016 (fca-3031). The investigation concluded the vitek® ms is performing as intended within the scope of the knowledge base in use.